Manufacturer narrative:
Additional information: device evaluation. The mvs power cord was returned to the manufacturer for analysis. Analysis found that there was physical damage to the cord. Analysis found that the reported event was related to an electrical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed there was no line power to the mobile view station (mvs). The mvs power pcb fuses f11/12 were open. The fuses were replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a case, the imaging system had no line power to the mobile view station (mvs). There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect fuse was returned to the manufacturer for evaluation. Testing found that the fuses were open.